Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed self-test, unexpected error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor (gold). Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. Unit received with cracked case at reservoir tube window corners. Unit received with minor scratches on lcd window.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated for high blood glucose with bolus. The customer's mother reported via phone call indicating that patient insulin pump alarm motor error. Customer's blood glucose at time of incident was 326 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer found 1 motor error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.